Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: a review of the alarm history did not show a call service 064 alarm. During the rewind step a message alarm was emitted to replace the battery. Due to the alarm to replace the battery the motor was unable to be tested during the rewind step. Further testing could not be performed. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. A crack in the cover between the corner of the lens and the case seal. A leak test was performed and failed due to a leak in the pump case. Moisture damage was found inside the pump on all boards, near u29, on the motor flex connector, and on the display. The pump files were unable to be downloaded due to internal moisture damage.